Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the distributor, an icp express cable worked intermittenly during surgery. There were no reports of delay or patient harm.

Manufacturer narrative:
The cable was returned and evaluated. The cable was attached to an icp express monitor and microsensor. The cable was recognized without issue. Pressure was then tested at atmosphere and in a column of water. No issues were detected. The cable functioned as intended. A review of the DHR found no deviations. All acceptance records demonstrate that the device was manufactured in accordance with the device master record. Based on the results of the evaluation, the reported issue could not be confirmed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device was returned for evaluation. Upon completion of the investigation a followup report will be submitted.